Manufacturer narrative:
Zimmer biomet complaint (B)(4). Report source: foreign country - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the surgeon was experiencing difficulty using the bender and reported it does not function. When moving the handle the piston doesn¿t do anything. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
Additional information was received. It was reported there was a thirty (30) minute delay to the procedure and no injury to the patient. The procedure was completed using an orthopedic instrument to bend the bar.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Functional testing and inspections could not be made due to the part not being returned and no photographs being provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.